Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: the clips were fired out of the jaws, but they came out unformed or in other cases they remained opened. (They were not falling out of the jaws unformed, the device did fired).

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed (B)(6) day of the month that the issue was reported. Batch # unknown . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the device delivered unformed clips, were they falling out of the jaws unformed (meaning they weren't fired but rather dropped out of the jaws unformed)? Or were clips fired out of the jaws and were unformed?

Event description:
It was reported that during an unknown procedure, at the moment of firing the device, the clips come out crossed and others remain open. For this reason, the device must be replaced. The surgery was delayed 5 minutes but completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r94x63. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the device. Upon cycling, the device was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all the clips giving the impression that the device "will not fire," due to the activation of the lock out mechanism. The device has an orange indicator that appears on the top of the handle once all the clips have been fire and as a reference for the user to know that there are no more clips remaining.  The device was disassembled to evaluate the condition of the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.